Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator in backup operation. The patient reported to the clinic the following day, where the device was successfully restored after firmware download was performed.